Event description:
It was reported that the remb sag saw displayed an overheating message on the console during a case. A back-up device was used to complete the case without patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, the sockets were found to be corroded. The presence of corrosion on the sockets could cause or contribute to the handpiece displaying the overheating message on the console.